Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer was hospitalized on unknown date because she had a stomach bug and her blood glucose level was 682 mg/dl. Insulin pump was taken off when they got the insulin intravenous insulin at the hospital. Customer was off the insulin pump all night. This morning doctor had her put the insulin pump on and noticed blood glucose levels were going up. Customer did a correction with insulin pump and noticed blood glucose was still going up and they gave her an injection and blood glucose started coming down. Customer changed the site at hospital and since blood glucose continued to rise so when we got home she changed again and blood glucose was still high. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported high blood glucose event. Based on customer report proceeding in troubleshooting per customer alleging possible insulin pump under delivery because when they use insulin pump his blood glucose went high and when they treated with injections blood glucose came down. Insulin pump will return and reservoir will not return for analysis.